Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2008 and right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports patient allegations of pain, inflammation, bone/tissue damage, lack of mobility and metallosis. Subsequently, the patient was revised bilaterally on (B)(6) 2012. Review of invoice history suggests the modular heads and taper adapters were removed from both sides. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Medical records received show correct part and lot number. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
Patient reported to have undergone total hip arthroplasty for both hips in 2008 and 2009 and that her surgeon recommended a revision procedure. Patient further alleged elevated metal ions and a pseudotumor. Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2008 and right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, inflammation, bone/tissue damage, lack of mobility and metallosis and that both hips were revised on (B)(6) 2012. Review of invoice history suggests the modular heads and taper adapters were removed from both sides. Additional information received in revision operative notes indicates that yellowish-tinted fluid was present in the right hip and thickened synovium with brownish discoloration was present in the left hip. Revision operative notes confirm that the modular heads and taper adapters were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-00644-1 and 04236/04238).